Manufacturer narrative:
During the eval of the device at the third party service center, an issue related to the ventilator's oxygen blending module board was observed. The ventilator's oxygen blending module board was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a "service required" alarm condition occurred. The device was not in pt use.